Event description:
On (B)(6) 2012, the reporter claimed the patient's blood glucose reading was "high" since 6 pm. He had light to moderate ketones with symptoms described as "tired, vomiting, thirst, and diarrhea." The patient was feeling lightheaded while his heart is beating a little fast. The patient's doctor had advised to take 15 units of insulin via syringe and have the subject insulin pump checked out. The reporter claimed that the subject insulin pump was primed several times but there were no insulin drops displayed during the process. The subject pump with the cartridge loaded with 44 units of insulin was primed but there was no insulin drops. The patient reportedly primed the pump until it was emptied but there was no visible drops. The reporter verified that the cartridge compartment was dry. There were no cracks or leaks noted. The animas representative could find the resolution to the insulin priming issue. The patient reportedly had been on steroids for a long time and is taking endocort for an autoimmune hepatitis which could possibly attribute to his elevated blood glucose. The reporter was advised to seek medical intervention for the patient and to go on the backup plan as needed. This complaint is being reported because the patient had elevated blood glucose and symptoms that can be suggestive of hyperglycemia while on insulin pump therapy. The animas product was requested back for investigation.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity outside normal use. No data was available from the black box for the time period of the alleged event due to continued patient use. A normal 10 unit bolus and 10 unit audio bolus performed successfully and both were accurately recorded in the pump history. Pump was primed until 20 units remained in cartridge at which point a low cartridge warning was given. Cartridge was removed and 20 units were visually confirmed remaining. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).